Event description:
It was reported that prior to a device change out procedure, noise was observed on the atrial lead. No patient symptoms were reported. The lead was capped and replaced during the planned change out procedure.

Manufacturer narrative:
.